Event description:
Reportedly valve had a hole in one of the leaflets found at implant, so valve was explanted and another valve was put in its place. No further information provided

Manufacturer narrative:
No device returned.